Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4). On behalf of the importer arjohuntleigh, inc. (Ahus). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. When reviewing similar reportable events for enterprise 8000 and 9000 beds, we have identified some records with similar fault description compared to the situation investigated here: patient fell down during exiting of the bed. There is no trend observed for reportable complaints with this type of event for the enterprise bed. The design of the enterprise 8000 bed is that there are two split safety sides on each side of the bed that provide a barrier from the top of the head section to approximately below the knee, leaving a gap at the foot end of the bed which allows the patient to exit the bed when needed. In accordance to the product instructions for use ((B)(4)), which were delivered to the customer together with the device, the safety side rails are not intended to restrain patients who make a deliberate attempt to exit the bed. Additionally as indicated in the labeling; to reduce the risk of injury due to falls, the bed should be left at minimum height when the patient is being left unattended. Also the age, size and condition of the patient should be assessed by a clinically qualified person in order to ensure that they can use the bed safely. Unfortunately, since this event was not witnessed by anyone, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge. In this event, the patient has been left in the bed with raised safety side panels. It seems most likely that the patient fell down when trying to leave the bed using the gap at the foot end of the bed which allows the patient to exit. Inspection of the device involved in the event revealed that it was found to be to specification, the device was being used when the event occurred and it contributed to the event since the patient fell down from the device. Fortunately, there were no injuries sustained. Given the circumstances and the number of similar events, this incident appears to be a remote one. We shall continue to monitor for any further events of this nature and do not propose any further action at this time. Other than the actions stated already taken, there are no further actions proposed at this time.

Event description:
It has been claimed that the patient exited the bed at the foot end between the raised safety side panel and foot end panel. During this activity, the patient fell down to the floor. As the event took place during the night, it was not witnessed by anyone. Fortunately, patient has not sustained any injuries as a result of the fall.